Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements on this right atrial (ra) lead. At this time, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).